Event description:
After attaching mrl monitor electrodes to patient presenting with general weakness and malaise at a nursing home, the message on the monitor read lead fault, and no rhythm analysis was possible by the attending first responders. According to the captain in charge, the leads were then checked without change on the monitor. There was an ambulance that responded 3 minutes later and took over the call, using another mrl monitor which functioned without error. The rhythm recorded of the patient was normal sinus rhythm. The above malfunction event did not appear to have any adverse effects for the patient, and the corresponding monitor was sent back to mrl for repair.